Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10), the user's reprocessing methods (h10), and to update d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that black foreign material clogged the nozzle. Upon further analysis of the material, it was identified as silicon. Silicon-based materials are used in various ways, such as water tightness packings, silicon-based adhesive, and silicon parts. As such, the origin of the material cannot be specified. Additionally, the cause of the foreign material remaining in the nozzle could not be determined. It was confirmed that reprocessing was performed according to the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. It is unknown when the foreign material adhered to the device. Pre-cleaning information- there was no delay to the start of pre-cleaning, which was properly implemented. The air/water nozzle was flushed with water and air. Manual cleaning information- there were no abnormalities in the accessories used for reprocessing. The scope was submerged in a detergent solution. The air/water nozzle was wiped/brushed with a clean lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6) hospital. During inspection and testing, foreign material was found stuck in the air/water nozzle due to insufficient reprocessing. The reported issue (poor air/water flow) was confirmed due to the clogged nozzle. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during preparation for use, the subject device had poor air and water supply. There was no harm or user injury reported due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, foreign material was found stuck in the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material).